Event description:
It was reported that the patient experienced headache with neck and shoulder discomfort following the implant procedure. The patient went to the emergency room (ER) and was tested for multiple possible causes. The physician believed that the symptoms were caused by a dura puncture during the procedure. The patient was administered with pain medications and was doing well noting significant improvement following reprogramming.